Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively circular anastomosis was not complete leading to leaking and bleeding. No further details provided. Patient details are unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during multiple procedure, while doing a manual suture in the intestine, intra-operatively circular anastomosis was not complete leading to leaking and bleeding. Blood loss of less than 200 cc and the surgical time was extended more than 30 minutes. The knife blade cut but stapling was not complete.